Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the arteriovenous fistula artery. A 5.00 mm / 2.0 cm / 50 cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst during first inflation with less working pressure. The device was removed the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that a balloon rupture occurred. The severely stenosed target lesion was located in the arteriovenous fistula artery. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst during first inflation with less working pressure. The device was removed the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal of the proximal marker band. An examination of the marker bands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.